Event description:
A report was received that the patient's precision system was explanted due to an infection at the lead and implant site. The patient was hooked up to an IV and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.